Manufacturer narrative:
A field service engineer emailed the customer on 2/24/2014, the fse reported no further action required by field service. The most probable cause of the reported event was the specimen integrity a clotted sample. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported they were running a patient sample for 27.29 on their a1a 600ll analyzer. She reported her qc (quality control) for this same assay is normal. The patient was drawn and clotted for approximately 15 minutes, spun down for 10 minutes. The customer reported discrepant patient results. A field service engineer (fse) was emailed to troubleshoot the event which resulted in reporting discrepant patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.